Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device dislocation ('an abdominal x-ray was performed and confirmed the presence of the two essure coils still in the abdomen') and ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure (batch no. C88070-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dysthymic disorder on (B)(6) 2008, sprain on (B)(6) 2003, arthralgia on (B)(6) 2002, ingrown toe nail on (B)(6) 2002, dermatophytosis of foot on (B)(6) 1999, tobacco use disorder on (B)(6) 1996, scabies on (B)(6) 1996, multigravida, parity 3, ovarian cyst (the cyst measured 1.30 x 1.50 x 0.90 cm), sexually transmitted disease and uterus enlarged. Past history. (As per ppf)number of pregnancies:1. Number of live births: 1. Concurrent conditions included fatigue, breast tenderness, menses irregular and human papilloma virus infection. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and pelvic pain ("pain") and was found to have an ectopic pregnancy (seriousness criterion medically significant) and pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy, pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, ectopic pregnancy, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: about 3 loops of coil were noted within the uterine cavity on each side. Concerning the injuries reported in this case, the following one was described in patients medical record: device dislocation. Lot number c88070 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device dislocation ('an abdominal x-ray was performed and confirmed the presence of the two essure coils still in the abdomen') and ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure (batch no. C88070-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dysthymic disorder on (B)(6) 2008, sprain on (B)(6) 2003, arthralgia on (B)(6) 2002, ingrown toe nail on (B)(6) 2002, dermatophytosis of foot on (B)(6) 1999, tobacco use disorder on (B)(6) 1996, scabies on (B)(6) 1996, multigravida, parity 3, ovarian cyst (the cyst measured 1.30 x 1.50 x 0.90 cm), sexually transmitted disease and uterus enlarged. Past history (as per ppf)number of pregnancies:1. Number of live births: 1. Concurrent conditions included fatigue, breast tenderness, menses irregular and human papilloma virus infection. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and pelvic pain ("pain") and was found to have an ectopic pregnancy (seriousness criterion medically significant) and pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy, pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, ectopic pregnancy, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: about 3 loops of coil were noted within the uterine cavity on each side. Concerning the injuries reported in this case, the following one was described in patients medical record: device dislocation. Lot number c88070 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new event ectopic pregnancy added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device dislocation ('an abdominal x-ray was performed and confirmed the presence of the two essure coils still in the abdomen'), pregnancy with contraceptive device ('post-implant pregnancy') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. C88070 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dysthymic disorder on (B)(6) 2008, sprain on (B)(6) 2003, arthralgia on (B)(6) 2002, ingrown toe nail on (B)(6) 2002, dermatophytosis of foot on (B)(6) 1999, tobacco use disorder on (B)(6) 1996, scabies on (B)(6) 1996, multigravida, parity 3, ovarian cyst (the cyst measured 1.30 x 1.50 x 0.90 cm), sexually transmitted disease and uterus enlarged. Past history (as per ppf)number of pregnancies:1. Number of live births: 1. Concurrent conditions included fatigue, breast tenderness, menses irregular and human papilloma virus infection. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was described in patients medical record: device dislocation. Lot number c88070 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device dislocation ('an abdominal x-ray was performed and confirmed the presence of the two essure coils still in the abdomen') and ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure (batch no. C88070-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dysthymic disorder on (B)(6) 2008, sprain on (B)(6) 2003, arthralgia on (B)(6) 2002, ingrown toe nail on (B)(6) 2002, dermatophytosis of foot on (B)(6) 1999, tobacco use disorder on (B)(6) 1996, scabies on (B)(6) 1996, multigravida, parity 3, ovarian cyst (the cyst measured 1.30 x 1.50 x 0.90 cm), sexually transmitted disease and uterus enlarged. Past history (as per ppf)number of pregnancies:1. Number of live births: 1. Concurrent conditions included fatigue, breast tenderness, menses irregular and human papilloma virus infection. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and pelvic pain ("pain") and was found to have an ectopic pregnancy (seriousness criterion medically significant) and pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy, pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, ectopic pregnancy, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: about 3 loops of coil were noted within the uterine cavity on each side. Concerning the injuries reported in this case, the following one was described in patients medical record: device dislocation. Lot number c88070 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device dislocation ('an abdominal x-ray was performed and confirmed the presence of the two essure coils still in the abdomen'), pregnancy with contraceptive device ('post-implant pregnancy') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. C88070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dysthymic disorder on (B)(6) 2008, sprain on (B)(6) 2003, arthralgia on (B)(6) 2002, ingrown toe nail on (B)(6) 2002, dermatophytosis of foot on (B)(6) 1999, tobacco use disorder on (B)(6) 1996, scabies on (B)(6) 1996, gravida ii, parity 3, ovarian cyst (the cyst measured 1.30 x 1.50 x 0.90 cm), sexually transmitted disease and uterus enlarged. Past history: (as per ppf) number of pregnancies:1. Number of live births: 1. Concurrent conditions included fatigue, breast tenderness, menses irregular and human papilloma virus infection. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was described in patients medical record: device dislocation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.